Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The lens was returned outside of the device. Solution is dried on the iol (intraocular lens). No damage observed. Device was not returned. Replacement device was returned. No evaluation required for this device. The complainant indicates the use of non-company as a viscoelastic which is not qualified for use with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the front haptic had kinked off while attempting to advance the lens. The surgeon had requested a new lens. The surgery was completed using another company's lens. There had been no patient contact and no harm to the patient. The wound had not been enlarged, and no suture had been needed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).